Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3+ degenerative mitral regurgitation (mr). Two mitraclips (one xtr and one ntr) were implanted reducing mr grade to 1+. On (B)(6) 2018 an echocardiogram was performed and found the mr had returned to grade 1-2. In the opinion of the physician, the mr increase was not related to the implanted mitraclips, which are stable on the leaflets. The physician does not consider this mr grade an adverse event. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of recurrent mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.